Event description:
It was reported "customer said that when she was using one of the powerloc max needles from the new kits they had an issue. She stated that there was a hole in the tubing coming from the y-site that was leaking. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn4046 showed no other similar product complaint(s) from this lot number.